Manufacturer narrative:
Device evaluation is anticipated but has yet to begun. (B)(4).

Event description:
During a hip procedure the shaver unit began to smoke and brown liquid leaked out of the shaver and onto the patient. Area was washed; unsure of any injuries or complications at this time.